Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade iii.

Event description:
Physician reported unknown side capsular contracture baker grade iii and rupture. Device remains implanted. Treatment was celebrex, tramadol, dilaudid and tylenol.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Physician reported unknown side capsular contracture baker grade iii and rupture. Device has been explanted. Treatment was celebrex, tramadol, dilaudid and tylenol.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, d4, d6a, d6b, h4, h6.

Event description:
Physician reported right side capsular contracture baker grade iii. Device has been explanted. Treatment was celebrex, tramadol, dilaudid and tylenol.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Physician reported unknown side capsular contracture baker grade iii and rupture. Device has been explanted. Treatment was celebrex, tramadol, dilaudid and tylenol.